Event description:
Illuminated retractor connected to 300w light source. Patient burned from hot retractor. Patient sustained 3rd degree burns. Manufacturer states to use 150w maximum light source on labeling. However, once the device is sterilized and repackaged, it no longer retains the manufacturer's label. Or management is planning on creating their own labeling for the new packaging and light sources to include 150w maximum light source recommendation.

Event description:
Illuminated retractor connected to 300w light source. Patient burned from hot retractor. Patient sustained 3rd degree burns. Manufacturer states to use 150w maximum light source on labeling. However, once the device is sterilized and repackaged, it no longer retains the manufacturer's label. Or management is planning on creating their own labeling for the new packaging and light sources to include 150w maximum light source recommendation.